Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the cardiosave intra-aortic balloon pump (iabp) generated a gas loss in iab circuit alarm. The alarm happened several times back to back then the customer was finally able to resume pumping using the iab fill key. There was no blood in the tubing, and no visible kinks in the catheter. The insertion site was noted to be femoral. The patient was sedated on the ventilator with positive end-expiratory pressure (peep) pressures at 10. They reported that the alarm happened once the previous day when the peep was at 5. They were advised to continue to monitor the helium tubing for blood and to consider a chest film if the alarm continues. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complaint record ID # (B)(4).

Event description:
It was reported that after approximately one day of intra-aortic balloon (iab) therapy, the cardiosave intra-aortic balloon pump (iabp) generated a gas loss in iab circuit alarm. The alarm happened several times back to back then the customer was finally able to resume pumping using the iab fill key. There was no blood in the tubing, and no visible kinks in the catheter. The insertion site was noted to be femoral. The patient was sedated on the ventilator with positive end-expiratory pressure (peep) pressures at 10. They reported that the alarm happened once the previous day when the peep was at 5. They were advised to continue to monitor the helium tubing for blood and to consider a chest film if the alarm continues. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. No blood was observed inside the iab catheter. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #: (B)(4).

Event description:
N/a.